Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 108 mg/dl. The mother stated that the act and escape button are not working properly. The mother stated that her son had a seizure and fell. Customer was advised to discontinue use of the device and to revert to a backup plan.